Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 10-mar-2024, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. The valve was implanted at a depth of 0 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Calcification of the valve apex was extruded due to post-implant bav. It was reported that the post implant bav was performed because the "crimping with the patient's aortic valve was bad". At the time of the bav, the valve dislodged. The implanting team attempted to advance a second valve through the native valve without snaring the first, dislodged valve. As the second valve was advanced, the first valve entered the left ventricle, down to a depth of 16 mm. The valve was snared from the left ventricle into the ascending aorta. Snaring of the valve took approximately one hour. The second valve was eventually advanced through the first and implanted successfully. The first valve remained in the ascending aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that "crimping" indicated that the first transcatheter valve was under-expanded due to calcification of the native valve leaflets. The first transcatheter valve was not a cylindrical shape and the inflow stent was "shrunk." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.